Manufacturer narrative:
(B)(4). It was reported that a lot of noise occurred at the body surface electrocardiogram and the intracardiac electrocardiogram when using the lasso 2515 nav eco catheter after the catheter was connected to the carto3. The cardiac electrogram electrode was reattached, the polygraph and the lab were rebooted but the issue continued. The cable was pulled out, the issue was improved. The cable was changed, the same issue occurred. The issue was resolved by changing the catheter to another one. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was evaluated for eeprom and carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). The device was not returned to bwi.

Event description:
It was reported that during an afib. Ablation procedure, a lot of noise occurred at the body surface electrocardiogram and the intracardiac electrocardiogram after lasso 2515 nav eco catheter was connected to the carto3 mapping system. The issue was not resolved by re-attaching the cardiac electrogram electrode, or rebooting the polygraph and the lab. Once the cable was pulled out, the issue was improved. However when the cable was changed, the same issue occurred. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. It's unknown whether there was other signal available for physician to monitor the patient's heart rhythm (such as defibrillator, anesthesia monitor, etc.). Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Bwi takes conservative approach to report this event as complete signal loss cannot be ruled out and lack of monitoring of cardiac rhythm poses risk to patient.

Manufacturer narrative:
The device history record (DHR) for the lot number 17311658l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 02/14/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.